Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to hyperglycemia on november 18, 2020. The customer¿s blood glucose level was 1000 mg/dl at time of incident. Another blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with emergency medical services was dispatched, emergency room, hospitalization and manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering because of hospitalization and doctor stated insulin pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.